Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tray in row a had a liquid spill which caused the failure. A field service engineer (fse) inspected the drawer and found row a missing pockets. The engineer confirmed the drawer was detected on the bus, cleaned contacts on the drawer controller boards in both sub-drawers, secured connections, and tightened the hard stop. The fse ran the hardware test application, but row a still did not detect pockets. The fse removed the pockets, reseated the bus to trays, and discovered a liquid spill on the tray in row a. The tray board was replaced, and the unit tested good in the hardware test application. Additionally, a preventive maintenance check was performed, drawer connections were secured, and proactive checks were completed. The unit tested good after these actions, and the customer verified operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.